Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal surgery. It was reported by the patient that sometime post op the patient may have an allergic reaction to the titanium implants. The patient is seeing an allergist to get more information.